Event description:
As reported, the indicator window on a 6f exoseal vascular closure device (vcd) did not change color and the plug deployment button could not be pressed. Hemostasis was achieved by manual compression for 30 minutes and there were no reported injuries to the patient. This was during closure of a femoral artery puncture site after percutaneous transluminal angioplasty (pta). The device was stored and prepared according to the instructions for use (IFU), and the procedure was performed using a retrograde approach. The patient¿s body mass index (bmi) was not greater than 40. The physician was certified in the use of the exoseal vascular closure device (vcd), and there were no visible signs of damage to the device or packaging prior to use. One exoseal vcd was used and it was used with the 6f 11cm avanti plus catheter sheath introducer (csi). Angiography confirmed the femoral artery¿s suitability, including appropriate insertion angle of the sheath. The vessel diameter was verified to be =5 mm, and there were no signs of calcium, plaque, stent, or stenosis >50% at or near the puncture site. No closure devices or manual compression had been used on the target femoral site within the prior 30 days, and there was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm. No difficulties were encountered when connecting the vascular sheath introducer to the exoseal vcd. The indicator wire cowling locked with an audible click, and pulsatile flow was observed from the bleed-back indicator. The vcd and csi were retracted together until bleed-back slowed or stopped. The physician did not place their thumb on the plug deployment button during retraction, and no red color was observed in the indicator window. When the device was removed, the indicator wire loop was deployed and visible. The device will be returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b4, g3, g6, h1, h2, h3, h6, and h11 . Complaint conclusion: as reported, the indicator window on a 6f exoseal vascular closure device (vcd) did not change color and the plug deployment button could not be pressed. Hemostasis was achieved by manual compression for 30 minutes and there were no reported injuries to the patient. This was during closure of a femoral artery puncture site after percutaneous transluminal angioplasty (pta). The device was stored and prepared according to the instructions for use (IFU), and the procedure was performed using a retrograde approach. The patient¿s body mass index (bmi) was not greater than 40. The physician was certified in the use of the exoseal vascular closure device (vcd), and there were no visible signs of damage to the device or packaging prior to use. One exoseal vcd was used and it was used with the 6f 11cm avanti plus catheter sheath introducer (csi). Angiography confirmed the femoral artery¿s suitability, including appropriate insertion angle of the sheath. The vessel diameter was verified to be =5 mm, and there were no signs of calcium, plaque, stent, or stenosis >50% at or near the puncture site. No closure devices or manual compression had been used on the target femoral site within the prior 30 days, and there was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm. No difficulties were encountered when connecting the vascular sheath introducer to the exoseal vcd. The indicator wire cowling locked with an audible click, and pulsatile flow was observed from the bleed-back indicator. The vcd and csi were retracted together until bleed-back slowed or stopped. The physician did not place their thumb on the plug deployment button during retraction, and no red color was observed in the indicator window. When the device was removed, the indicator wire loop was deployed and visible. One non-sterile exoseal vascular closure device, 6f, involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was not depressed, while the guard was locked. The plug was in its manufactured position, and the indicator wire was found fully deployed. Additionally, a 6f cordis avanti catheter sheath introducer (csi) was received and inserted on the device. Finally, it was observed that the indicator window was received in the black/white position. During this visual analysis, no additional anomalies were observed to be reported. A deployment simulation evaluation was conducted. During this analysis the indicator wire was pulled to achieve the black/black position in the indicator window, then it proceeded with the deployment lever full depression, achieving the indicator wire retraction, and plug expected deployment. Additionally, the indicator window black/white/red position was obtained as well. A high magnification microscopic evaluation was executed to evaluate the internal mechanism. During this analysis, no abnormal conditions were observed to be reported. The reported event of ¿indicator window no change to indicator¿ was not observed on the returned device, as functional analysis demonstrated full window transition and successful plug deployment. The exact cause of the issue experienced could not be conclusively determined during analysis. Based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to the no change to indicator window, event reported, unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. As warned in the instructions for use (IFU), which is not intended as a mitigation, ¿during retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device.¿ neither the product analysis, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. However, an investigation has been initiated to further investigate similar complaints reported.